Manufacturer narrative:
On may 16, 2024, the mentor failure analysis lab received the device for evaluation. On may 21, 2024, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 400cc was found to be ruptured. In addition, shell abrasion was noted on the edges of the rupture. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now.

Event description:
It was reported that a patient underwent breast augmentation with two 400cc mentor memorygel breast implants. Post-operatively, the patient suffered the following symptoms, aching, skin rashes, fatigue, chills, brain fog, pain, exhaustion, nail issues, paresthesia, and thyroid nodules. As a result, the patient underwent mammogram and ultrasound and it was discovered that both the left and right implants were ruptured and have leaked to the patient's axilla area. As a result, the patient has been scheduled for bilateral breast implant removal surgery on (B)(6) 2024. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Section d 6b. Explantation date: (B)(6) 2024. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness, granuloma, material rupture. H6 health effect - clinical code e2402: generalized illness. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 6, 2024, mentor received additional information indicating that the patient's date of explantation has been updated to (B)(6) 2024.

Manufacturer narrative:
On april 29, 2024, mentor received additional information indicating that the patient's implants were replaced with the following devices: (left) 340cc mentor memorygel breast implant catalog: 3507340mc lot: 9981154 sn: (B)(6) and (right) 340cc mentor memorygel breast implant catalog: 3507340mc lot: 9907681 sn: (B)(6).